Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio2 meter displayed an error 4 message. The complaint was classified based on customer care advocate (cca) documentation and information obtained in follow-up by medical surveillance (ms). The patient reported that the meter issue first occurred on (B)(6) 2014. The patient detailed that she manages her diabetes by self-adjusting his insulin doses and since (B)(6) continued to take her usual dose of medication in response to the alleged issue. The patient claimed that since (B)(6) 2014 she has developed ¿higher blood sugar than normal¿, but confirmed to ms that she did not develop any physical symptoms and that she self-treated by changing her insulin dose to ¿base dosage rather than normal adjustments¿. During troubleshooting the cca noted that the patient followed the correct testing process and that the test strip had completely drawn up the blood sample. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 ¿ the patient¿s meter has been returned on 4/9/2015 and evaluated by lifescan product analysis on 4/23/2015 with the following findings:error message 4 is observed in the error log, but error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.